Manufacturer narrative:
The customer contacted siemens customer care center (ccc). Quality control (qc) within acceptable ranges prior to running the patient sample on the day of the event. The customer ran a precision study using 3 levels of qcs and the results recovered within laboratory ranges and with good precision. As per siemens' instructions, the customer performed a precision study using patient sample (B)(6), resulting as expected. Siemens further investigated the event and determined that the customer centrifuge samples at a speed and time, which deviates from the tube manufacturer's recommendations. The customer's centrifugation speed and time and other pre-analytical factors, including sample handling, potentially impacted the sample integrity and contributed to the discordant result. The cause of the discordant, falsely low vancomycin result is unknown. The instrument is performing according to specifications. No further evaluation of this instrument is required. MDR 2517506-2018-00280 was filed for the same event.

Event description:
A discordant, falsely low vancomycin result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on an alternate dimension vista instrument, resulting higher. The repeat result was reported, as the correct result, to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low vancomycin result.